Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone, bupivacaine, and clonidine at unknown concentration/dose via an implantable pump for malignant pain. The company representative (rep) stated that after last refill patient was reporting hearing the pump alarm every 10 minutes. The company rep stated that there were no alerts on the tablet or phone and nothing in logs. The company rep confirmed that there was a motor stall and recovery in may and the pump had also gone empty. Pump was then refilled in may and patient said it had been alarming every 10 minutes since. Agent reviewed information on concurrent alarms and directed company rep on how to silence the current alarm. The company rep confirmed that the "active alarm" button was present on the home screen of the pump interrogation. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.